Event description:
It was reported that within a few days of implant, the patient complained of dizziness, and presented to the emergency room. The at rial lead exhibited varying levels of thresholds depending on the programmed pacing rate. It was determined that the patient's dizziness was unrelated to the device, and appeared to be related to orthostatic hypotension. It was not possible to determine the cause of the varying thresholds. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead - (B)(6) 2013. (B)(4).